Event description:
Fallopian tube clips were applied to a patient in 1998. Some months later the pt became pregnant and suffered from pain, discomfort and emotional distress. The incident was reported by legal notification.